Event description:
Motor failure; customer replaced motor kit. Reporting due to a possible defective motor as a conservative measure. More follow up information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log were not provided, therefore no review could be performed. The reported device was not returned to france for investigation as repairs were carried out locally. This complaint is being opened from a self-service customer report. During servicing, it was found that the motor was faulty. To solve the issue, the motor kit was replaced. After several attemps to obtain more information about the repairs, the log data and the device return, nothing was provided and the defective spare part was not sent back to brézins for investigation. However, this device had several parts replaced at the same time (block kit, cpu board, keypad).therefore, the origin of the reported event is likely due to misuse. This complaint is considered as misuse. For this issue as per our local procedure, we initiated no action.